Event description:
Information from ae regulatory system: on (B)(6) 2025, the nurse took out a bag of disposable sterile insulin syringes for use as usual but found that the needle had foreign matter and could not be used. The nurse opened another bag of disposable sterile insulin syringes and used them normally. No casualties were caused. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: material code is 328421. No sample, no customer response is needed. The patient information is unclear. Sample availability: yes. Sample availability details: picture/video only.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.